Manufacturer narrative:
This report is for an unk - plates: 3.5 mm lcp distal humerus plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation for the fracture of the distal humerus with the va-dhp. The va-dhp for right was replenished by mistake although the hospital ordered it for left. The surgeon found left and right mistakes just before inserting the plate in question, therefore the surgeon bent and used the plate for right at left side, because there were no applicable products at nearby hospitals. Procedure was completed successfully without any surgical delay. This report is for one (1) unk - plates: 3.5 mm lcp distal humerus plate. This is report 1 of 1 for complaint (B)(4).